Event description:
It was reported that a routine remote transmission showed an electrical reset to vvi 65. The patient was brought into the office and the device was reprogramed to normal settings. There were no patient symptoms associated with this. The patient they had been having prostate radiation treatments. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-45 lead, (B)(6) 2013. (B)(4).